Manufacturer narrative:
The product was requested for return to the manufacturer for laboratory investigation but was not received yet. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
According to the hospital: failure to wean patient. Used same cannula. Only able to get 2l/min of flow. Went to floor. Hls set was not oxygenating, blood was same color in and out. Grabbed a new hls set, swapped it out, and everything worked fine. No harm to the patient was reported. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA (importer) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer: maquet medical systems USA 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). Maquet cardiopulmonary gmbh requested the product for investigation in the laboratory. The product was returned but was not investigated in the complaints lab because the device may contain biological residue of who risk group 3 and 4 considered to be infectious such as hiv, hepatitis a or b. Therefore no laboratory investigation could be performed by the manufacturer. A review for similar complaints to be investigated already was performed and no similar complaints were found. Thus the reported failure could not be confirmed. To perform a DHR review is not possible at this time as no serial number is available. Based on the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).